Event description:
It was reported that when the exposure button on the 9800 system is pressed, the image is not updating. This was an intermittent problem that happened during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.